Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: 0214469728, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced ¿leg pain with stimulation and a loss of effectiveness.¿ x-ray imaging was performed anteroposteriorly and laterally, which showed lead migration. It was noted the patient had experienced no falls associated with the issue and that they had returned to gym classes 6 months after initial implant and this may have led or contributed to the issue. The patient¿s full system was explanted and a new tined lead was placed to trial; the issue was resolved. The patient was alive with no injury at the time of report; no further complications were reported or anticipated